Event description:
A malfunction code was reported, identified as malf 12, but there were no notable events prior. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer received instructions from technical support for resetting the pump, successfully resolved the malfunction without recurrence, and was advised to continue using the pump and contact support if the issue recurred.